Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's wife reported via phone call that the pump had a prime/fill anomaly. The blood glucose at the time of the incident was 500 mg/dl. She states the customer was fasting overnight and woke up with the high blood glucose. The customer treated using a manual injection and declined high blood glucose troubleshooting. During the call the customer blood glucose went up to 566 mg/dl. The customer changed the infusion set and noted a bend when they removed the previous one. The customer blood glucose level went down to 560 mg/dl. The device will not be returned for analysis.